Event description:
This ra lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead had clot. Tried to remove the clot with an angio jet but could not. Entire system was extracted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).